Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via submitted log file analysis. On (B)(6) 2025 while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated, appearing consistent with a loss of alternating current (ac) power. These alarms progressed to activate a no external power alarm. The backup battery activated as intended and provided power to the pump while the system controller was not connected to external power. Ac power was restored to the mpu, and the alarm conditions resolved completely. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that there was no information available related to the finding of a no external power alarm on the mobile power unit. No additional information would be provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit (mpu) were unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 IFU section 2 -- ¿system operations¿ and the heartmate 3 patient handbook section 2 -- ¿how your heart pump works explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon further investigation, analysis of the submitted controller event log file captured a no external power alarm on (B)(6) 2025 at 20:50:14 while connected to the mobile power unit (mpu). There was no information available related to the no external power on the mpu.